Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that they were getting on the hc without a last fill because her cat had chewed through her patient line the previous night. The technical service representative (tsr) advised the hp to contact her registered nurse about the possible exposure to unsterile air. The hp requested assistance to bypass to fill 1, and the tsr assisted as requested. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the hp on (B)(6) 2012. She stated that her cat had chewed the line when the hc displayed "end of therapy" while she was still connected. She did not report any fluid leakage. She did report feeling some slight cramping the following two days, but her affluent has been clear since. There were no other adverse effects reported in relation to this event. The cat experienced no adverse effects in relation to this event.

Manufacturer narrative:
(B)(4). This complaint is for a report damaged patient line was confirmed because the home patient's cat chewed through the patient line the previous night, which is a use error that will cause damage to the patient line and may lead to contamination. The cause was animal damage. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.